Event description:
The pt's daughter reported that the pt's blood glucose was elevated to 515 mg/dl at 12:30pm in 2007. The daughter stated that the pt was not connected to her infusion device and she did not know how long she had been disconnected. The pt was shaky and had vomited earlier in the morning. The daughter contacted the pt's physician and was advised to change the pt's insulin cartridge and infusion site and she gave the pt an 11.5 unit injection of insulin. No errors were found in the history of the infusion device and the basal rates were set properly. The pt's blood glucose had lowered to 327 mg/dl at the time of the report. Upon follow up the pt's daughter, she stated the pt's blood glucose had returned to normal. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.